Event description:
It was reported that during a ptca procedure, stent strut damage occurred. The 90% stenotic lesion was located in the heavily calcified circumflex (cx) artery. The lesion was pre-dilated with a maverick balloon catheter. The number of inflations and to what pressure is unk. The physician then attempted to cross the lesion with the stent but was unable to cross. The stent delivery system was removed from the patient without difficulty. Upon further inspection outside of the patient, stent strut damage was noted. The procedure was completed with another liberte bms. There were no reported patient complications. Patient status listed as "ok".